Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to update h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined as the reported issue, seed was stuck in the channel, could not be found. No abnormality was found in the air/water feeding function. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the user request was duplicated. Angulation was low in all directions. The device passed the leak test. There were dents on the distal end cover. Tiny chip at the edge of the objective lens was noted; however, the image was not affected. The light guide lens was cracked. Switch one (1) had a cut. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the angulation knob of the colonovideoscope was loose and the air/water channel had a seed stuck inside it. The issue was found during a diagnostic procedure. There were no reports of patient harm associated with the event.